Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no issues were noted with the device. Upon functional testing, no issue was noted.

Event description:
It was reported on 03/02/2022 by a facility representative via sems that an ar-9597-15 angled reamer sleeve was catching the ar-9676 reamer shaft. This was discovered during a case with no patient harm.